Manufacturer narrative:
B5 - executive summary - updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that during deployment, the coil became detached. As the device has not been returned and the additional information does not provide conclusive evidence there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event of 'main coil prematurely detached/separated during use.

Event description:
It was reported that the coil (subject device) was used in the medical procedure. However, the subject coil got detached when attempted to deploy into the aneurysm. The procedure was delayed by 15 minutes. The procedure was completed successfully and no clinical consequences were reported to the patient.

Event description:
It was reported that the coil (subject device) was used in the medical procedure. However, the subject coil got detached when attempted to deploy into the aneurysm. The procedure was delayed by 15 minutes. No further information available.